Event description:
Pt found unresponsive in hosp room, code protocol initiated, pt defibrillated, allegedly no response from pt in the form of a jerking movement; however, spike appeared on strip. Code unsuccessful.